Event description:
This device was not returned by the customer, the medical literature reports that longer line catheters which resist removal occur at rates varying between 7% and 12%; interventional radiologists report that 5% of the longer lines placed are difficult to remove. At the time this event occurred the rate of midline catheters manufactured by menlo care which were reported to resist removal (based upon the number of catheters shipped by that time) was approx 0.002%.